Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room and the pulse generator could not be interrogated. The hardware indicated elective replacement indicator.